Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device needs an upgrade. Information regarding the specific malfunction has been requested. There was no reported patient involvement.